Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found system was not turning on. Upon troubleshooting, the fse checked circuit breakers l1, l2, and l3, which were fine. They found the blown f10 fuse in the mpdu, replaced it, but the problems persisted. Fse confirmed mpdu controller defective as it didn¿t work in another lab. To resolve the problem, fse replaced the mpdu controller. After replacing mpd control unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.